Event description:
After 2 months of placement, an x-ray showed that the stylet had embolized.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon. Chr showed no other similar product complaint(s) from this lot number.